Event description:
A report was received that the patient underwent pocket revision due to pocket site has been rubbing against the lower and upper buttocks area. The patient was doing fine following the procedure.